Event description:
A customer contacted beckman coulter inc., (bci) and reported that during troubleshooting the lh750 instrument they found a liquid leak which caused the instrument to smoke. The customer was wearing proper ppe. There was no exposure to skin, eyes, open lesions or mucous membranes. The operator did not seek medical attention.

Manufacturer narrative:
The customer was troubleshooting the instrument for system error messages without bci assistance. A field service engineer (fse) was dispatched: the fse inspected the instrument and found that the liquid leak and smoke was a split tubing leaking fluid from tubing through vent line 2 (vl2) that was replaced during instrument servicing. The fse washed and cleaned the instrument's sample module and verified the instrument operation. The lh 750 instrument has the appropriate safety ratings (ul, csa, and en). Hardware issue is the root cause for this event.